Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test from cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that bad cable unit connector pins led to the malfunction. However, a failed water leak test from the cable was found during the inspection. The most probable cause of the complaint is traced to component failure, which is expected or random component failure and not related to any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device showed a dark image. The event occurred during a preparation for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed a dark image. The event occurred during a preparation for an unspecified therapeutic procedure. There were no reports of patient harm.